Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the cause of the b30 error was the faulty board, which had prevented communication from occurring as expected. The investigation was unable to determine the exact cause of the board failure, however, it is likely the board deteriorated due to age as it had been approximately six years since the device had been manufactured. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the user was instructed to change out the communication cables in the back of the device. The user preferred sending in the device for evaluation instead of changing the cables. The device was returned to olympus for evaluation and the user report was confirmed. The device evaluation determined that a faculty board caused the b30 error when connected to the 190 model scope series. In addition, the evaluation found a worn out video connector latch causing a poor connection to the pigtails and a damaged programmable in- put processor (pip). The investigation is ongoing and follow up with the reporter is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the reporter.

Event description:
The customer reported to olympus, a b30 error on an evis exera iii video system center prior to an unknown procedure. There were no reports of patient harm associated with this event.